Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) had a blank display. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the user facility's biomedical engineer, while the ccm did not have a display, the roller pumps ran manually and there was no display of a 'no system computer' message. This indicated that there was a backlight issue with the ccm screen and not a power issue.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. The unit was powered on and he observed the back light to not be working. Using a flashlight on the display, he could see the display meaning that the display and touchscreen were still functioning. It was determined that the backlight power inverter was not working correctly. Per the manufacturer's service manager, the power invertor was not sending enough amps to the backlight which caused the bulbs to be unable to illuminate. When a circuit was opened between some of the pins, it was found that the voltage increased and the backlight lit up as expected the product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
H3: 81 evaluation is in progress, but not yet concluded.